Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30416235l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure for persistent atrial fibrillation with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. No device malfunctions were reported throughout the case. The procedure was successfully completed. Post-procedure, cardiac tamponade was confirmed. Pericardiocentesis was performed to drain the blood accumulated in the pericardial space. Patient¿s condition immediately improved after pericardial drainage. Extended hospitalization was required. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. Transseptal puncture was performed with an abbot brk transseptal needle. There was no evidence of steam pop during the ablation. The force visualization features used included dashboard, vector and visitag. The parameters for stability used with the visitag module were 3mm; 3s, 25% 3g. Ablation index was used as coloring option. Catheter flow was set at 8ml/min up to 30w and 15ml/min above 30w. No error messages were reported from any equipment.